Event description:
It was reported that the patient received eight inappropriate shocks due to noise oversensing, and the patient complained of chest pain. It was determined by the physician that the oversensing was caused by radiofrequency (rf) ablation of the neck. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.